Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the his bundle lead dislodged after 15 minutes from slitting the catheter. It was noted that the lead had a change in threshold and impedance measurements to high measurements. The physician tried repositioning the lead, but the helix would not move. The physician tried pulling slightly on the lead for 5 to 10 minutes, but the lead would not pull out. The physician had to use strong force to successfully remove the lead. Visual inspection of the lead showed deformation of the helix caused by stretching and adherence to intracardiac tissue. It was noted that when the tip of the lead dislodged, the helix was caught by the tissue in the ventricle. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.